Manufacturer narrative:
(B)(6) 2019 phase to phase reported under MFR number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump stopped on three different controllers. The controller was changed twice. It stopped on batteries and an ungrounded cable as well. Technical services reviewed the log file and confirmed pump stops and speed drops below the low speed limit on (B)(6) 2020. The patient had a known phase to phase short since (B)(6) 2019. The controller swaps and an ungrounded cable will not resolve phase to phase short. The patient was symptomatic requiring cardiopulmonary resuscitation (CPR). Technical services reviewed driveline x-rays that showed a u shaped bend in the pump end bend relief. This sharp bend could cause stress on the driveline. A percutaneous lead replacement was performed on (B)(6) 2020. There were no additional alarms since the replacement. A pump exchange was not an option for the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump stops were confirmed based on the submitted log file, the cause could not be determined based on the evaluation of the returned driveline. The returned driveline segment measured approximately 20.5¿ and the majority of the silicone jacket had been removed during the repair procedure. Electrical continuity testing did not reveal any discontinuities or shorts. The majority of the braided shield showed breakdown, however, none of the underlying wires showed evidence of damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The submitted log file captured multiple pump stop between 03:42 and 04:27 on (B)(6) 2020. All of the events occurred while the system was connected to a power module and often showed corresponding elevations in pump power. There were two pump stops while connected to batteries, but these occurred when the driveline was disconnected from the controller and likely related to the reported controller exchanges. The specific cause of the pump stops while operating on the power module could not be determined, however, based on previous experience these event appear consistent with a potential driveline issue. The patient is not a candidate for exchange and remains ongoing on vad support with no further issues reported. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas IFU contains sections entitled ¿unique treatment issues¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.